Manufacturer narrative:
The investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the delivery system and valve would not advance pass the external iliac. Upon observation of the 14fr esheath, a bent strut was noticed on the skirt side of the valve. The delivery system, valve, and esheath were removed as a unit with no patient injury. Once withdrawn, the esheath was observed with a liner tear. A new delivery system and valve were prepped along with a 16fr esheath. A non-edwards 18fr dilator was advanced through the vessel and a double curve wire was placed prior to insertion of a 16fr esheath. The valve was deployed without any issues. Per the report, it was noted prior to the case of a need to use a larger sheath to decrease the push force.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. The valve was crimped onto the 26mm commander delivery system and partially inserted through the 14fr esheath. The crimped valve was protruding out through a liner tear. The returned valve was visually inspected. Observations of the pre-expanded valve revealed two inflow struts slightly flared and multiple struts were exposed through the skirt. Observations of the post-expanded valve revealed the frame to be distorted, four struts were exposed through the skirt (normal after use), and the leaflets were dehydrated and wrinkled likely due to storage condition (prolonged crimped state). Imagery was provided and it was observed that the patient's right access vessel had presence of calcification, tortuosity, and was undersized. In addition, the thv crimped valve was exposed through a liner tear and the inflow strut was flared out. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Per the IFU and training manual, users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. A step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. Additionally, it is stated that the insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through device evaluation and provided imagery. No potential manufacturing non-conformance were identified. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the delivery system and valve would not advance pass the external iliac. Upon observation of the 14fr esheath, a bent strut was noticed on the skirt side of the valve. The delivery system, valve, and esheath were removed as a unit with no patient injury.' Per IFU, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding.' Per training manual, 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time.' Additionally, the patient's access vessel had presence of calcification, tortuosity and undersized vessels. The presence of calcification, tortuosity and an undersized vessel can create a challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible that difficulty was encountered during delivery system/valve advancement through the esheath such that additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and result in the bent struts seen at the inflow area. These procedural factors, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of frame damage. In this case, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. However, a definite root cause was unable to be determined at this time. A previous corrective and preventive action (CAPA) was initiated to improve activities associated with insertion of the delivery system with valve through the esheath resulting in frame damage. Since the valve was manufactured after the corrective action, a product risk assessment (pra) was performed and determined that the product is performing as expected and within control limits. Therefore, no further correction and preventive actions are required.